Event description:
Report received per the device registration from that the "distal catheter lost in the intrathecal space. Distal catheter replaced." No product was returned for analysis. Follow up with hcp revealed the patient has not had symptoms related to the retained portion of catheter in the intrathecal space. Pt is doing well.